Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels and ketones present of 1.5 while wearing the pod between 1 and 4 hours on the leg. The blood glucose history is as follows: time: (B)(6) 2019 1:10am, bg (mmol/l): 23.6, (mg/dl): 424.8; 1:34am, 21.6, 388.8; 2:01am, 24.7, 444.6; 3:14am, 22.2, 399.6; 4:21am, 21.6, 388.8. The patient tried correcting the high levels using the pod and a manual insulin injection of 1 or 2 units but the bg levels did not decrease. Patient stayed at the hospital for 4 hours where she was placed on an intravenous (IV) drip to hydrate her.